Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that whle defibrillating a 22-month-old male patient, after removing the electrode pads, burns were found on the patient. There is no additional information regarding the degree of the burns at this time.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (health effect clinical code and health effect impact code). Evaluation: the electrode pads using during the event were returned to zoll united kingdom for evaluation. The customer's report was verified and attributed to the shorting wire (test wire) remained intact with the electrode rather than with the styrene. The pads were scrapped after evaluation. Additional information was provided by the customer indicating the patient received a first-degree burn. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that whle defibrillating a 22-month-old male patient, after removing the electrode pads first degree burns were found on the patient's chest.